Manufacturer narrative:
No further information was able to be obtained from this customer. However, the handpiece was returned for evaluation. The manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The handpiece (hp) was received for evaluation. A visual assessment of the returned sample showed dents on the irrigation line and cable damage. The returned sample was connected to a calibrated system. The handpiece tuned successfully and completed a five-minute burn-in test with the system set at 100% ultrasonic and torsional power. The handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements, which found that the handpiece did not meet specifications. Disassembling the handpiece revealed moisture ingress within the electrode chamber. The handpiece had dents on the irrigation line and cable damage. However, it remains inconclusive how or when the nonconformities occurred. Moisture was found within the handpiece. However, it remains inconclusive if moisture is related to the increase in temperature on the handpiece shell. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during a cataract extraction procedure the handpiece was overheating and uncomfortable for the surgeon to hold the in his hand. No system message was displayed. The surgery was completed with an alternate handpiece. Additional information has been requested and received. Additional information has been received that the surgeon did not sustain harm from the overheated handpiece.